Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the reported phenomenon was not duplicated and there were no abnormalities on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device was energized for 15,903 hours. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the temporary malfunction of the electrical circuit for image processing due to the aging degradation of that because the subject device was energized for 15,903 hours.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that no image was displayed on the subject device after the horizontal noise appeared during an unspecified diagnostic procedure. The user facility cycled the power of the subject device and completed the intended procedure with the subject device. There was no report of patient injury associated with this event.